Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a meal announcement while using the ilet, with glucose rising to approximately 235 mg/dl, briefly returning to range, then increasing again to about 205 mg/dl and trending steady; logs showed a higher-than-usual meal announcement followed by rapid glucose decline that triggered automated insulin suspension for about 30 minutes, after which only basal delivery continued while insulin on board cleared. Symptoms included no reported clinical symptoms. Outcomes included no alerts, no outside assistance, and no medical intervention or hospitalization. Investigation included remote review of synchronized device logs and user coaching on monitoring and follow-up. Investigation of this case revealed no device alarms and no device malfunction, with automated safety behaviors performing as designed while insulin on board contributed to subsequent glycemic trend. It was concluded, based on previously established findings for similar reports, that the cause was unclear.